Event description:
The ge oec 9800 fluoroscopy system displayed communication error. The system did not boot-up.

Manufacturer narrative:
A ge oec service rep investigated the issue and noted the monitor displayed a frame sync error. The cmos settings were reset to the default settings. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.